Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient suffered from fever. Gram positive diplococci were found and the patient is diagnosed with enterococcal endocarditis. During hospitalization signs of inflammation improved. The patient is hospitalized. Antibiotic treatment with penibring and cetriaxone was initiated. Leads were extracted for diagnostics lab test and echo was done.